Event description:
A male patient contacted lifecor customer support to report that since the night before he has been getting the "adjust belt" messages. He has tried adjusting the belt, adding lotion to the electrodes and changing the garment, and the alarms persist. Support asked the patient to perform a manual recording and download. A review of the download revealed excessive right ECG falloff. A replacement electrode belt was provided to the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the excessive right ECG falloff and resultant "adjust belt" messages was an open connection within the distribution node. The wire from the trunk cable to termination t9 (lead_1_neg) on the distribution node pca had been pulled away from its solder connection resulting in the open connection. The root cause of the open connection was excessive force on the cable. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.